Event description:
It was reported that during implant the lead was placed, but after the anchor sleeve fixation the lead impedance and threshold were high. During re-positioning the stylet was difficult to insert in the lead. The lead was replaced. No patient complications have been reported as a result of this event.